Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other unusual product issue. The reporter stated there were issues but was not specific to what issues the pump was experiencing. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the cartridge has been returned and evaluated by product analysis on 07/13/2015 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
Animas does not manufacture the infusion set therefore no regulatory report is required. Animas will forward the complaint to the relevant manufacturer.